Event description:
A customer reported their AED will not speak. The customer did not report this occurring during patient use.

Manufacturer narrative:
The customer reported their AED would not provide audible prompts. Based on the fact that this AED is beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.